Event description:
Procedure type: colectomy. According to the reporter: post-operative leak occurred at the crotch of anastomosis a few days out from surgery. This was an anomaly the doctor, as he rarely had leaks following this procedure in the past. The patient had to be re-operated on to control anastomotic leak. The anastomosis was resected and re-constructed. There was no bleeding reported in excess of 250cc. The case was not extended by more than 30 minutes.

Manufacturer narrative:
(B)(4).